Event description:
The customer returned the device reporting the control unit was defective and the motor gets hot. This is report 1 of 1 for complaint #(B)(4).

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed the control unit is not functioning. This was attributed to normal wear. The device was repaired and returned to the customer on (B)(4) 2013. Placeholder.